Event description:
The following was reported by the pt's peritoneal dialysis nurse (pdrn). The pt suffered a stroke a couple of months ago (she was not connected to treatment during the event), and her blood pressure has not been stable since. She received hydralazine in the hospital to lower her blood pressure. The nurse reported the pt's elevated blood pressure was not related to peritoneal dialysis treatments or use of the cycler. Additionally, multiple doctors were involved with prescribing the pt's medications and this could have contributed to the high blood pressure fluctuations.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis pt following treatment with a cycler. Due to lack of info a MDR will be filed against the cycler while undergoing review by post market clinical department and mfg plant.